Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the safety valve and flow family maintenance kit cassette 24 months were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The safety valve protects the patient from high pressures. Each patient cassette requires one maintenance kit, which includes apl/peep valve membrane and absorber valves. The apl/peep valve limits the airway pressure to the level set by the operator. The absorber valves are responsible for automatically closing the absorber connections when the co2 absorber leaves. The failure of mentioned parts will be detected during system checkout and will not affect ventilation or agent delivery. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/14/2019; corrected manufacture date: 06/19/2019.